Event description:
It was reported that the patient was walking outside and became unconscious. It was also noted that the patient received multiple shocks and a family member performed cardiopulmonary resuscitation. After an hour of resuscitation the patient was pronounced dead. A cause of death was request and reported as unknown at the time.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. Performance data was collected from the device and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 4076 implantable pacing lead; 6947 implantable defibrillation lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.